Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll eclipse 23x1-1/2 rb tw safety shield broke off it was reported by customer that the guard of the injection needle broken when it was to be applied after the injection. Rcc received a complaint via email. Product code: 303306 product description: syringe & needle 3cc 23g x 1.5in l/l rb tw bx/50 lot/serial #: (B)(6) expiry date: 2027-09-30. Problem information product concern ticket number: (B)(4) (date of incident: (B)(6)2024 concern description: the guard on an injection needle broke when it was to be applied after the injection. This device problem has occured 4 times over the last year with clinican user.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information